Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they kept getting a failed battery test alarm on the insulin pump. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. Neither the battery compartment nor the spring were damaged or corroded. It was reported that the insulin pump was not working. They were advised to disconnect from the insulin pump and revert to back up plan. It is unknown if the insulin pump will be returned for analysis.